Manufacturer narrative:
Device was used for treatment, not diagnosis. A service and repair evaluation was performed for the subject device. The customer reported the handle snapped off. The repair technician reported the handle was broken. Damaged component is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. A product development investigation was performed for the subject device. The returned device is confirmed to have a broken handle. In addition to the reported complaint, all of the prongs on the distal tip were found to be bent and worn. The remainder of the device is in good condition. A visual inspection and drawing review were performed as part of this investigation. The complaint is confirmed. The sliding mechanism is used in conjunction with one of the four attachment arms (hohmann-style arm, pelvic arm, percutaneous arm and bone hook-shape arm) to construct the collinear reduction clamp. This clamp is intended to assist in achieving and maintaining fracture reduction in minimally invasive techniques. (Collinear reduction clamp technique guide). The following drawings were reviewed during investigation: sliding mechanism. The design history was not found to impact the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned parts were determined to be suitable for the intended use when employed. No definitive root cause was able to be determined; however, the failure mode is typically associated with excessive loading and/or rough handling. There were no issues during the manufacture of this product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
There was no known reported patient involvement associated with the complained event. Device is an instrument and is not implanted/explanted. No service history review can be performed as part number 314.291 with lot number(s) 09-3956 is a lot/batch controlled item. The manufacture date of this item is 13-jan-2010. The source of the manufacture date is the release to warehouse date. The service history review is unconfirmed. Device history record review for part 314.291, lot 09-3956: manufacturing site: (B)(4), supplier: (B)(4), manufacturing date: 21 august 2009. No non-conformance reports (ncrs) were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the handle of a sliding mechanism was discovered broken when the set was being inspected by the surgeon. The breakage is located below the two screws towards the top of the handle. It is unknown how long the device has been in use. This event was discovered outside of the operating room while doing a routine inspection of the set, there is no patient or procedure involvement. This is report 1 of 1 for (B)(4).